Event description:
Complainant alleged that while attempting to defibrillator a pt. The device failed to discharge via internal handles. Complainant indicated that the clinician obtained another set of internal handles to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.